Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The alleged air bubble issue could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging an other (unusual) issue with the pump. The issue was defined by the reporter as issues with bubbles in the cartridges over a six-month period of time previously captured by animas customer support on pis 1-11731203636, 1-12113561864 and 1-12126888973, all three of which listing the insulin cartridge as the primary product of concern. As a result of this complaint dated (B)(6) 2017, the insulin pump was replaced to the customer at the insistence of the health care provider. There was no indication that the alleged issue caused or contributed to an adverse event that has not already been previously reported on pi 1-11731203636. This complaint is being reported because the insulin pump was replaced at health care provider insistence due to air bubbles being present in insulin cartridges, which was previously reported.